Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on july 18, 2025. Upon further investigation of the reported event, the following information is new and/or changed: d9 (device availability - added date returned to manufacturer), g3 (date received by manufacturer) , g6 (indication that this is a follow-up report), h2 (follow-up due to additional information), h3 (evaluation is in progress, but not yet concluded). A second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: g3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information and device evaluation). H3 (device evaluated by the manufacturer). H6 (identification of evaluation codes 10, 11, 3331, 4210, 25). The returned sample was inspected upon receipt. It was noted to have tape around the white connector portion of the arterial pigtail line. The sample was setup to circulate during decontamination, and a small leak was noted at the white connector where the tape was on the pigtail line. The tape was removed from the pigtail line, and the white connector came off of the tubing. A representative retention sample from the same lot number was obtained and no anomalies were noted with the arterial pigtail line. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the connection between the tube and the white connector was faulty, resulting in a leak. No health consequences or impact. Product was not changed out; it was sealed; the process was thereby completed. It is unknown if there was a blood loss. Procedure completed successfully.